Event description:
Boehringer laboratories, llc received FDA correspondence forwarding voluntary medwatch report mw5187584, mw5187583, mw5187582, mw5187581, mw5187580, mw5187579, mw5187578, mw5187577 for review, all of which contained identical descriptions on (B)(6) 2026. Medwatch report mw5187457 contained information describing the same or same type of event. The voluntary reports were not submitted directly to boehringer by the reporter or user facility, and the reports contain redacted and incomplete reporter, facility, patient, lot, serial number, UDI, and device-availability information. The voluntary reports appear to aggregate multiple allegations involving visigi products, including an allegation that model 5336sb devices "did not work," and separate allegations involving model 5232s in which the device was reportedly stapled or sutured to patient tissue, with one allegation describing a partial device retained in the patient and another describing surgical removal. The suspect device section of mw5187584, mw5187583, mw5187582, mw5187581, mw5187580, mw5187579, mw5187578, mw5187577 identifies visigi 3d, model 5232s. Based on the limited information provided, boehringer is unable to confirm whether the allegations represent new unique events, duplicate reports, or historical/publicly reported events referenced in the voluntary report. Boehringer opened internal complaints for these events and reviewed available information. No returned device was provided for evaluation. No lot number, serial number, UDI, or other device-specific identifier was provided that would allow a lot-specific device history record review. No patient records, operative report, photographs, device sample, or facility contact information were provided. Therefore, a physical device evaluation could not be performed and the reported condition could not be independently confirmed. The visigi instructions for use include warnings and precautions addressing the reported mechanism. The IFU instructs users not to staple or sew visigi to the stomach and to confirm device placement by visual or tactile cues before firing staple loads. The IFU also states that laparoscopic stapling techniques rely on visual and tactile feedback to preclude stapling across devices, and that powered staplers may affect tactile feel. For roux-en-y or similar procedures, the IFU instructs users to know the exact location of the visigi before stapling and to ensure that it is not in the path of the stapler. Based on the information presently available, boehringer has not identified evidence of a device design, manufacturing, or labeling malfunction related to the reported stapling/suturing allegations. The reported mechanism is consistent with an intraoperative use/procedural issue in which an indwelling tube was stapled or sutured during the procedure, a hazard addressed in the current labeling. Because the report describes a retained foreign body and surgical intervention, boehringer is submitting this report in an abundance of caution based on the information forwarded by FDA. Submission of this report is not an admission that the device caused or contributed to the reported event. No corrective or preventive action has been initiated based on the currently available information. Boehringer will continue to monitor complaints and postmarket data for similar events. If additional information becomes available, boehringer will evaluate the information and submit a supplemental report as appropriate.

Manufacturer narrative:
Boehringer laboratories, llc received FDA correspondence forwarding voluntary medwatch report mw5187584, mw5187583, mw5187582, mw5187581, mw5187580, mw5187579, mw5187578, mw5187577 for review, all of which contained identical descriptions on (B)(6) 2026. Medwatch report mw5187457 contained information describing the same or same type of event. The voluntary reports were not submitted directly to boehringer by the reporter or user facility, and the reports contain redacted and incomplete reporter, facility, patient, lot, serial number, UDI, and device-availability information. The voluntary reports appear to aggregate multiple allegations involving visigi products, including an allegation that model 5336sb devices "did not work," and separate allegations involving model 5232s in which the device was reportedly stapled or sutured to patient tissue, with one allegation describing a partial device retained in the patient and another describing surgical removal. The suspect device section of mw5187584, mw5187583, mw5187582, mw5187581, mw5187580, mw5187579, mw5187578, mw5187577 identifies visigi 3d, model 5232s. Based on the limited information provided, boehringer is unable to confirm whether the allegations represent new unique events, duplicate reports, or historical/publicly reported events referenced in the voluntary report. Boehringer opened internal complaints for these events and reviewed available information. No returned device was provided for evaluation. No lot number, serial number, UDI, or other device-specific identifier was provided that would allow a lot-specific device history record review. No patient records, operative report, photographs, device sample, or facility contact information were provided. Therefore, a physical device evaluation could not be performed and the reported condition could not be independently confirmed. The visigi instructions for use include warnings and precautions addressing the reported mechanism. The IFU instructs users not to staple or sew visigi to the stomach and to confirm device placement by visual or tactile cues before firing staple loads. The IFU also states that laparoscopic stapling techniques rely on visual and tactile feedback to preclude stapling across devices, and that powered staplers may affect tactile feel. For roux-en-y or similar procedures, the IFU instructs users to know the exact location of the visigi before stapling and to ensure that it is not in the path of the stapler. Based on the information presently available, boehringer has not identified evidence of a device design, manufacturing, or labeling malfunction related to the reported stapling/suturing allegations. The reported mechanism is consistent with an intraoperative use/procedural issue in which an indwelling tube was stapled or sutured during the procedure, a hazard addressed in the current labeling. Because the report describes a retained foreign body and surgical intervention, boehringer is submitting this report in an abundance of caution based on the information forwarded by FDA. Submission of this report is not an admission that the device caused or contributed to the reported event. No corrective or preventive action has been initiated based on the currently available information. Boehringer will continue to monitor complaints and postmarket data for similar events. If additional information becomes available, boehringer will evaluate the information and submit a supplemental report as appropriate.